Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare, "the battery won't go into the equipment." There was no report patient impact.